Event description:
The hcp reported that the pt was admitted to the hospital due to lethargy, somnolence and lower extremity numbness. The hcp turned the pump off and noted resolution of the lethargy and somnolence; it is unknown if the numbness resolved. The hcp determined that the "cause was a granuloma:. The hcp changed the concentration of the drug in the pump. The pt remained hospitalized at the time of this report.